Manufacturer narrative:
We are now investigating unclear points in this case.

Event description:
Event: hyperglycemia. In 2008, a female patient started to receive supartz injection into the knee for the treatment of osteoarthritis. Eight days later, she received second supartz injection into the knee. Two days later, she experienced a spike in her blood sugar of 600 mg/dl and was hospitalized. Four days later, she was discharged from the hospital.